Manufacturer narrative:
Boston scientific technical services (ts) reviewed remote data which indicated that the device was operating as programmed per the presenting electrogram (egm). The device was programmed dddr with a lower rate limit of 60 pacing pulses per minute. The patient was 34% right atrial paced and 19% right ventricular paced. The outputs were programmed to a fixed 2.5 volts at 0.4 milliseconds in both chambers. There had been no recent high atrial or ventricular events stored.

Event description:
Boston scientific received information that the patient with this pacemaker was unresponsive and violently shaking.